Event description:
Spontaneous. (B)(6) reporting an error "open door." Unable to fill this error on curlin clinician booklet to be able to advise. Last time hhrn was able to trouble shoot by switching the curlin tubing and it worked, but not this time. Patient is getting infused with gravity tubing. Rph authorized to switch pump. Added pump on the profile. Pt was able to complete infusion via gravity. Pump is available to be inspected and will be exchanged for a new curlin. No missed dose or adverse event reported. No further information. Reported to (B)(6) by health professional.